Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump was "already starting to quit". When asked to clarify, it was stated that the patient could feel the pump, which was located on his side, flipping over. It was further stated that the patient could feel the pump flipping over under his skin. The pump was stated to be just under the top of the patient's belt and when the patient would sit down, it would push the bottom of the pump inward and would cause the top of the pump to come outward and roll. Additionally, it was noted that "you can't see anything, the cables or wires, nothing there". The patient was concerned that it would disconnect because of the flipping back and forth. The patient's healthcare provider (hcp) was aware of the issue. No symptoms were reported. This event began "probably back in (B)(6) or something". No further complications were reported or anticipated.